Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 was failed. A field service engineer (fse) identified that the half height cubie drawer had failed on the med station and, upon inspection, found a broken solenoid plunger with a u link. The fse replaced the plunger assembly with a new u link component, tested the drawer, and confirmed successful recovery and proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 had failed and latch sensor appeared faulty and did not extend completely. The customer rebooted the station, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.